Event description:
Additional information from the healthcare professional (hcp) indicated that there was no catheter revision and that the catheter was trimmed due to too much length in the pocket. The refill couldn't be completed because the pump flipped in the patient. It was also noted that the pump pocket revision was urgent and a mesh pouch was used. Another report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The consumer reported that the pump flipped. The patient wanted to know what else could be done (besides the sutures). The patient had very little mobility, so she was not sure how it could be flipping. No further symptoms were reported. The healthcare provider (hcp) reported through a manufacturing representative that the flipped pump was found during a refill on (B)(6) 2015 and confirmed with x-rays. The hcp was unable to complete the refill. The pocket was revised. The pump was flipped over. The catheter was trimmed. A mesh pouch was added. The pocket was tightened. The system was delivering lioresal at 500mcg/ml and 385mcg/day. The lot number was unknown. The indications for use were intractable spasticity and cerebral palsy. The patient's status was "alive - no injury" at the time of this report. The cause of the issues and the patient's outcome were unknown. If additional information becomes available, the event will be updated.